Event description:
I had a durolane (bioventus) injection for knee pain on (B)(6) 2021. That day, I reported to md office that it felt like a bad bruise on the lower inside of my right knee. The left knee (also injected) felt fine. I understood there might be transient pain after injection, and it might take a few weeks for pre-injection discomfort to hopefully lessen, but it's 3 weeks later and my knee has gotten progressively worse. My quality of life is much worse than before the injection. My ability to walk is very hampered with constant limping. I cannot get through the night. Certainly, I had the knee treated because there were issues before, but it is now much worse than it was with constant pain on the inner joint. I have rested, iced, taken otc nsaids. All temporarily helped symptoms, but, again, it's worse day by day. FDA safety report ID# (B)(4).